Manufacturer narrative:
Review of the information clarified that there is no component separation on the sheath. The ¿slight tip separation¿ was incorrectly interpreted and only represents normal opening along the score line, as intended. No product malfunction has been identified. This is now being re-determined as non reportable and a corrected report is being submitted.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. Preliminary visual evaluation revealed the esheath had not been expanded and there were no stretch marks present along the shaft. A kink was observed under the strain relief near the handle and a slight separation was observed at the distal tip. No other damages were noted. No difficulties were noted while inserting and removing the introducer. Investigation is ongoing.

Event description:
During the transfemoral tavr procedure, the physician experienced difficulty while advancing the 16fr esheath into the left groin. Excessive force was applied which caused the sheath to kink near the hub of the sheath. A new esheath was opened and exchanged for the kinked sheath. The procedure was completed without further incident. No injury to the vessel was reported. Additional information obtained during the preliminary evaluation of the device revealed a slight separation of the distal tip. The patient's access vessel minimum luminal diameter (mld) measured 8.6mm. The vessel was mildly tortuous and mildly calcified. There were no abnormalities noted with the esheath prior to use. The vessel was pre-dilated up to the 14fr introducer and the operator did not have any difficulty inserting the dilators.